Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found, which could be related to the clinical complaint. Especially the results of the electrical tests were within the technical specifications. The lead proved to be in conformance with specifications and free of defects. Damages, such as the cuts into the lead body and the bleeding into the lead 19.5cm and 42cm distal of the connector pin, were probably caused by the explantation process. Another damage, the kink in the distal end of the lead, was probably caused during the implantation or explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It has been reported that a high pacing threshold (with good sensing) was detected about 4 months after implantation. The lead was explanted.